Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is not expected to be returned for manufacturer review/investigation. Device history records review was conducted. The report indicates that: part mfg. Date: 15 july 2015, part exp. Date: 30 june 2024, mfg. Date: 15 july 2015, part exp. Date: 30 june 2024. Device history record revealed no complaint related anomalies. This lot of ti spiral blade 75mm sterile f/ti retrograde femoral nail ex product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had original surgery on (B)(6) 2015 on the left and right leg due to distal femur fractures in both legs. Reason for original surgery is unknown. Each individual leg was implanted with one (1) ex-femoral nail, one (1) spiral blade and three (3) locking screws. Patient had a revision surgery on (B)(6) 2016 due to pain emanating from a bilateral non-union of the distal femur. During revision, surgeon removed the five implanted nail constructs from each leg. Surgeon noted that the patient had one spiral blade implant that had broken in two pieces from the right leg and one locking screw that was broken in half from the patients left leg. All ten (10) originally implanted devices (2 nails, 2 blades and 6 screws) were removed easily with no fragment. Surgeon revised that patient to 1.0mm larger retrograde femoral nail construct in each leg. The procedure was completed successfully with no reports of delay or medical intervention. The patient¿s post-operative status was noted to be stable. This complaint has 2 devices (1 spiral blade ¿right leg and 1 locking screw- left leg). Concomitant medical products: 11mm ti cann retro/antegrade femoral nail-ex/380mm, part #-04.013.556, lot #-9821787, quantity (1;. 11mm ti cann retro/antegrade femoral nail-ex/380mm, part #-04.013.556, lot #-7944854, quantity (1); ti spiral blade 80mm for ti retrograde femoral nails-ex, part #-04.013.048, lot #-7803686, quantity (1); 5.0mm titanium locking screws, part #s-unknown, lot #s-unknown, quantity (5). This report is 1 of 2 for (B)(4).